Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose level was unknown. The o ring inside lip of reservoir compartment was missing. The customer went to rewind the insulin pump and it instantly goes to complete rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.